Manufacturer narrative:
E1. Initial reporter information: (B)(6). Device evaluated by MFR: synergy ous mr 3.50 x 24mm was returned for analysis. A visual and tactile examination identified multiple kinks along the hypotube. A visual, tactile and microscopic examination of the distal extrusion identified no damages. A visual, tactile and microscopic examination of the crimped stent identified that the stent struts were stretched and misaligned. The stent was received detached from the delivery balloon. A microscopic examination of the balloon material identified a longitudinal tear in the balloon material. The tear stretched from 3mm proximal from the proximal markerband to 10mm distal from the proximal markerband. No issues were noted with the balloon material which could have contributed to the tear. A microscopic examination of the proximal markerbands identified no issues. A microscopic examination of the tip identified no damages. Due to the condition of the stent, it was not possible to measure the outer diameter (od) of the stent. As a result, a review was performed into the stent od measured at the time of manufacture. The stent od measured 0.0422 inch. This is within maximum crimped stent profile measurement.

Event description:
Reportable based on device analysis completed on 25-jul-2024. It was reported that stent damaged and crossing difficulties were encountered. The 70 to 80% stenosed target lesion was located in the mildly tortuous and severely calcified left anterior descending artery. A 3.50 x 24 synergy ii drug-eluting stent was advanced but failed to cross lesion, and the stent was damaged after withdrawal. The procedure was completed with another of same device. No patient complications were reported, and the patient status was stable. However, returned device analysis revealed stent detached and balloon torn longitudinal.